Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had maintenance considerations. After this issue occurred, another iabp unit was used to continue iabp therapy. There were no adverse consequences to the patient.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: h6(medical device ¿ problem code). Additional information: e1(event site postal code-4228027) . It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "maintenance consideration log 58". Actually after this issue occurred, another iabp unit was used to continue iabp therapy but there were no adverse consequences to the patient had been reported. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation that there is a "maintenance" which is being required according to the log 58 during the implementation where the details are being required as "maintenance required". Then the fse had further checked the log number 58 on may 2nd. Actually under this log it will be remained when the temperature changes over 30mmhg for 10 seconds during the process of pumping. As this is not reproducible, the pressure sensor connector was cleaned and the operation tests were conducted. But if this kind of an error occurs again, then the manifold drive or pressure sensor must be replaced whose operating time: 12183 h t: 49349430. There is an involvement of the patient during this incident.